Event description:
It was reported that the implantable cardiac monitor was continuously retrieving egms. While attempting to clear egms, the button was greyed out and the device was continuously retrieving data. It was further noted that the device had not been cleared since (B)(6) 2015. Programming changes were suggested. No patient symptoms were reported.